Event description:
Reporter received a contaminated sharps injury while treating a pt. After completing a surgical tumor biopsy, and following the directions on a practishield medical needle recapping device, the device failed, and the needle passed thru a precut slit around the hole that secures the needle sheath. The blood needle, a 27 gauge long, passed thru gloves and into the muscle of their hand. Reporter was immediately tested for base line values and was negative. Reporter then developed retro viral syndrome, became deathly ill, had polyviral arthritis, and developed a primary adult infection. In a timely manner, reporter contacted the manufacturer practicon medical inc. They have since changed their name? Reporter felt they would do the right thing by ethics and law and report the injury, but they did not, formal conversations with them revealed they feel they are not under any FDA jurisdiction/reporting guidelines/or compliance laws, including the good manufacturing practice and osha. The device contains directions that state ... Etc.. Resheath needle while holding sheath behind the practishield. The needle recapper is made of thin paper board and after the event, was tested and all needles tried passed thru the paper as well as the precut slits, the device can not get wet or it will distort as well.